Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a left knee revision due to tibial tray loosening at the cement to implant interface and instability. Pre-operative lab studies were not consistent with an infection. Intra-operative findings revealed gross laxity especially involving the lateral aspect of the knee. There was marked amount of fibrous and scarring-type tissue along the entire aspect of the soft tissue. The tibial tray was grossly loose without any cement adherence to the component. The synovium showed tremendous amount of green-gray colored hypertrophic synovium. The patella showed marked amount of flat spotting especially along the lateral facet. There was extensive periprosthetic changes with soft tissue encroachment along both posterior condyles and extending into the distal lateral femoral, more so than the distal medial. Exploration of the tibia and patella revealed very hard sclerotic bone. All components were revised to competitor products. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2016. Dor: (B)(6) 2018. Left knee.